Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed vl9a was broken. The fse replaced vl 9a resolving the aspiration errors. The fse also found the diff lyse line had disconnected from the lyse pump. The fse replaced the tubing resolving the incomplete differential test results. While onsite, the fse replaced the needle resolving the offset piercing issue. (B)(4).

Event description:
Customer reported incomplete differential test results were generated for patient samples when using the coulter lh 750 hematology analyzer. The analyzer also generated an error condition of aspiration errors. The customer also stated the instrument needle is piercing tubes off to one side. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.